Event description:
Reference number (B)(4). Event occurred in the united states. On 24 sep 2024, it was reported by a tech suppprt that user experienced blood glucose (bg) levels that reached 364mg/dl and lasted 2 hour. The user forgot to remove the blue needle guard cover. No additional assistance or medical intervention were needed to manage the user's high bg levels. No further information available.